Manufacturer narrative:
Investigation completed 3/07/17. Method: -DHR review; -trend analysis; -failure analysis. This device was manufactured on march 31, 2013 and a review of dhrs containing lot code 131 showed that all lots passed all necessary inspection points without mrrs, reworks or variances with the exception of work order (B)(4) that required a rework. This is considered minor in nature, however, because the rework was for repackaging only due to a customer mis-order. Service history: control # 105628; date of service: 10/19/2016. Control # 74380; date of service: 2/27/2015. No manufacturing or design related trend has been identified. Complaint not confirmed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. The mayfield patient positioning for success chart has been provided in the below link as a refresher tool.

Event description:
A1059 mayfield skull clamp was placed on the patient and it slipped while positioning the patient on the table. The patient was lacerated due to the slippage. Additional information has been requested.